Manufacturer narrative:
The exact age of the patient was unknown; however, it was reported the patient was in their 70¿s. Reported event of guidewire distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire detached inside the common bile duct exposing the tip of the metal corewire. The detached tip was retrieved using forceps. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and good.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire the pebax section was not returned and presence of adhesive remnants were not found. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire detached inside the common bile duct exposing the tip of the metal corewire. The detached tip was retrieved using forceps. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and good.